Manufacturer narrative:
The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the device was not available for evaluation, relevant patient information, or radiographs were not provided. An image of the tibial insert was provided but it appears unremarkable for an explanted component. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall.

Manufacturer narrative:
Pending investigation. D10: a10012 - gps implant kit v2 (B)(6). 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6).

Event description:
As reported, the patient was revised due to pain. The patella was removed and replaced with a competitor's patella. A new 12mm crc vit e insert was also placed. No further information provided.